Event description:
During service of unit a stop cycle with a light emitting diodes and constant single tone alarm was found (11/13). Replaced integrated circuit u28 and u24 on the logic board to correct. A motor stall with low pressure was also found (11/13). Replaced integrated circuit u10 and transistor q12 and q13 to correct.